Event description:
(B)(4). I had the essure placed in (B)(6) starting in (B)(6) I started having extremely heavy flow and horrendous cramps which at (B)(6) I've never had before. My device was provided by my insurer. I have now had extremely painful periods that last 2 weeks then won't come for 60 days. Constant cramping, stabbing on both sides, a cyst, horrible hip and pelvis pain where I can't sleep on one side longer than an hour or 2 without waking up in pain and attempting to turn over, painfully. Along with all of that when getting up from a chair it hurts almost like my hips lock. Again I never had any of these problems. Tried losing (B)(6) pounds and didn't help. Was in emergency room (ER) for cyst pain. Hair loss, night sweats.